Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture . Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the left breast after a physical exam. As a result, the patient will undergo removal with on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on (B)(6) 2022. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel of the breast implant appears white. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Additionally, the patient underwent implant replacement with 475cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).